Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false pause episodes due to loss of contact or undersensing were observed on the implantable cardiac monitor (icm). No changes were made as the patient was set to receive an upgrade to a pacemaker. The icm was being monitored. There were no patient consequences.